Manufacturer narrative:
(B)(4). Additional information will be provided once the investigation has been completed.

Event description:
It was reported customer found a mysterious white powder on the suction irrigator.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: per the sales rep the customer suction irrigators with a mysterious white powder. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be extreme shipping conditions, incorrect or inadequate packaging, improper storage. The reported failure mode will be monitored for future reoccurrence. Mfg date:04/09/2016. (B)(4).

Event description:
It was reported customer found a mysterious white powder on the suction irrigator.